Event description:
It was reported, the patient had an infection two months prior to report and antibiotics cleared it.

Manufacturer narrative:
Product ID 3093-28 lot# v850461, implanted: 2012 (B)(6); product type lead. (B)(4).